Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 401mg/dl at the time of the incident. The customer reported that he had high blood glucose and was giving himself a bolus and before he could adjust it, he pressed act. The customer reported that he was able to suspend pump before all the bolus was given. Caller wasn¿t sure if he resumed pump if bolus would continue. The customer was advised that if he resumes the pump, the bolus will not resume. The customer declined troubleshooting on the pump. The insulin pump will not be returned for analysis.